Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h4.

Event description:
It was reported that during use of the intra-aortic balloon (iab) on cardiosave, fiber optic sensor failure alarm was triggered, and the arterial line acquisition failed, also there was loss of pressure readings. No patient harm or injury was reported

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions) h11. Corrected field : b5. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 1328411

Event description:
It was reported that during use of the cardiosave, the intra-aortic balloon (iab) fiber optic sensor failure alarm was triggered, and the arterial line acquisition failed, also there was loss of pressure readings. No patient harm or injury was reported